Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had loose components in its packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4) the lot was manufactured from (B)(6) 2015. The evaluation of the returned device is complete. Visual inspection noted that the yellow coil cap had separated from the housing. The reported condition was verified. The cause of the separation was determined to be malformed housing. The cause of the malformed housing was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.